Event description:
It was reported that during a laparoscopic cholecystectomy; they fired on the cystic duct and the clip fell off of the vessel. It is unknown how the case was completed. This is all the information available. There were not patient consequences reported. No device returning.

Manufacturer narrative:
(B)(4).